Manufacturer narrative:
The customer¿s report that the tubing disconnected was confirmed. The set was visually inspected and a separation was noted between the tubing and the top of the proximal smartsite. Insufficient solvent was observed around the end of the tubing where the separation occurred. No other damage was observed on the set and its components. Functional testing was not performed due to the obvious damage. Dimensional testing showed the tubing was within specification. The root cause of the reported event was identified to be insufficient solvent having been applied at the engagement between the tubing and the top of the smartsite.

Manufacturer narrative:
Concomitant medical products: b. Braun 1000ml bag of 0.9% nacl injection ref e8000, lot 35l756, exp 03/2018; b. Braun 250ml bag of nacl injection ref l8002, lot j5n366, exp 10/2017; vancomycin hydrochloride, ndc 67457-612-00, lot aec544a, exp 06/2018, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a primary tubing set disconnected at the secondary y-site junction during an unspecified infusion. There is no report of patient harm.